Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient died. The patient presented with advanced liver disease and a high meld score and was on the transplant list. The patient received chemoembolization treatment with 75um oncozene¿ microspheres. Approximately 2 weeks post procedure, the patient came back to the hospital with hepatic encephalopathy and respiratory distress. The patient passed away.